Event description:
It was reported by service report that the foot jack was drifting on the stretcher. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The hospital has provided the serial numbers for all of the sm204 m-series w/big wheel model stretchers used at the facility, but have not kept records of which of these serial numbers have actually had the reported issue with the fowler. The hospital maintenance team performs the repairs. Gas spring trip, fowler.